Manufacturer narrative:
It is unknown when the plate began fracturing therefore event date could not be determined. (B)(4). Reference exemption number e2017029.

Event description:
Plate was implanted into the patient after a tumor resection of the jaw. After implantation plate fractured in half by the angle of the mandible. There was no trauma to the area and nothing that the doctor knew of that would have caused the break.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the plate that was returned. Process evaluation was also completed on the lot number provided. The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The results of the investigation have concluded that the root cause for breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.